Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system pendant is stuck on the system booting please wait screen. The ias computer was replaced and the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned computer failed bench testing and failed to load applications. Concomitant medical products: other relevant device(s) are: product ID bi 30000554, lot #: rev. 3 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was stuck in initialization and would not progress past. Multiple reboots were performed and the imaging system was left for an extended period of time to boot up without resolution. There was no patient present when this issue was identified.